Event description:
It was reported that the patient was having heart palpitations at night. A lead warning was observed and unipolar impedances were higher than bipolar impedances. The lead was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.